Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left anterior descending artery (lad). A 2.75 x 33 mm xience alpine drug-eluting stent (des) was noted to fail to cross the lesion, due to the anatomy, and subsequently a dissection occurred in the vessel. The dissection was treated with another stent and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of a dissection is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.